Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a burning sensation near the top of the ins implant site. There was no known related accident or incident; it happened randomly, starting about two months prior. It felt like sharp spots, like "high voltage". The pt was at home and his status was undetermined. He was seeking a physician closer to his location. Further info is being requested at this time.